Manufacturer narrative:
The service rep replaced lemo cable assembly. Check operation of system by booting and making test fluoro images. System operates as intended.

Event description:
The customer reported the system does not expose. There are problems with the interconnect cable receptacle.